Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion in the mildly tortuous proximal left anterior descending (lad)coronary artery. After pre-dilating the lesion with an unspecified 2.5 x 8 mm balloon, a 3.5 x 28 mm xience v drug-eluting stent (des) was deployed at 12 atmospheres. The delivery system was withdrawn from the deployed stent without issue. A distal edge dissection was then noted and was treated via deployment of a 3.5 x 23 mm xience prime des. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.